Event description:
Info received indicates while performing a preventive maintenance check, the technician found the bed exit will arm but does not alarm.

Manufacturer narrative:
The tech isolated the issue to shorted bed exit tape switches. He replaced the tape switches to repair the bed.